Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument did not cut. The hosp has reported no pt injury occurred.